Event description:
The device was used during a low anterior resection. "When the instrument was fired the staples did not form, consequently the return was not closed. The staples were only pushed out a little bit out of the cartridge. The pt rec'd an ostomy out on the stomach which they will take down to re-establish the colon continuity".